Event description:
Healthcare worker experienced pain with whitening of the skin at the contact sites on the fingers after touching an item in a completed load. Medical attention was not sought and the symptoms resolved within one day. It was reported that the vaporizer plate was in place.